Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported) due to skin overgrowth at the abutment site. During the procedure, the abutment was removed, excess skin was excised and an longer abutment was placed.